Event description:
It was reported that the patient with this pacemaker was to be seen for a routine follow-up visit, however, the patient did not show up. The patient was admitted into the hospital approximately six days later after the no show. The device was found to be in safety mode. Additionally, noise oversensing and pacing inhibition was observed. Several episodes of seven seconds asystole, syncope, and pauses greater than six seconds were recorded. Subsequently, the device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that the patient with this pacemaker was to be seen for a routine follow-up visit, however, the patient did not show up. The patient was admitted into the hospital approximately six days later after the no show. The device was found to be in safety mode. Additionally, noise oversensing and pacing inhibition was observed. Several episodes of seven seconds asystole, syncope, and pauses greater than six seconds were recorded. Subsequently, the device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. The device is expected to return for analysis.